Event description:
It was reported that at the beginning of the procedure, the customer received an error code 81. The user was connected with manufacturer's technical support team and it was determined that the laser could not be utilized for the procedure. The case was "cancelled" with no injury to the patient. The "patient will be rescheduled for surgery at a later date". Patient outcome: "no injury reported".